Event description:
Event description cpi received information that this sweet tip rx lead was removed from service due to oversensing and inappropriate therapy. The physician suspected a broken connector. A new rate sensing lead was implanted.